Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event. New information for supplemental medwatch report 001 -- h6: the ventilator was evaluated by ventec where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.